Event description:
Discordant, falsely low potassium (k) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned some of the samples. Some of the patients were given potassium supplementation based on the low results. The samples were repeated on an alternate advia instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low k results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were within range at the beginning of the run. The customer observed instability of the potassium electrode and repeated patient samples on an alternate instrument. The customer replaced the potassium electrode, after which qc's were within range. The cause of the discordant, falsely low potassium results was due to a failed electrode. The instrument is performing according to specifications. No further evaluation of the device is required.